Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area distal end is damaged, the light guide bundle of the insertion section is broken and the light transmission is not given or too low a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light guide bundle in the insertion section was broken, resulting in insufficient or absent light transmission. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope exhibited scope error (e104). There were no reports of patient involvement.